Event description:
A report was received per social media that the patient was experiencing soreness at the pocket site and in between the shoulder blades. The patient was prescribed with pain medications.